Event description:
The customer's wife reported via phone call that the customer had been experiencing high blood glucose levels for the last couple of weeks. The customer's blood glucose was 545 mg/dl. The customer treated himself with manual injections as well, but the high blood glucose persisted. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer was unable to troubleshoot the issue because she was busy at the time of the call. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.